Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient reported experiencing pain 2 months post-implantation. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on by (B)(4).